Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and checked the host pc. The fse observed that the os (operating system) disk was not found on bios (built in software system). The fse connected the host os disk cable. The fse replaced the tsm (touch screen module) and installed the tsm software. The fse tested the exposure. After testing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc failed to boot. The system was not in clinical use. There was no reported patient or user harm.